Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had to replace her site 20 times. Customer stated that she is constantly getting no delivery alarms on the insulin pump. Customer stated that she thinks that the motor on the insulin pump is not working. Customer was assisted in performing a 5.0 fixed prime. Customer stated that the insulin exited. Customer was advised that the pump will be replaced and to follow up with her health care provider about site issues if she still gets no delivery alarms.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the pump self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.